Event description:
It was reported to philips that motorized movements were unavailable due to collision errors on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
A geo restart cleared the movement error, and warranty service is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).